Event description:
The customer reported that there was a speaker problem. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a speaker problem. No pt harm was reported. The nature of the speaker problem was not communicated to the philips factory staff. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.